Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the abdomen for between 25 and 36 hours. The patient noted the site was painful and when the pod was removed, the site appeared swollen, dark and releasing purulent discharge. The patient visited the emergency room and was prescribed antibiotics and ointment for treatment (the patient does not recall the name of the antibiotics/ointment).